Event description:
According to the facility on (B)(6) 2023 "rn's were tending to patient who was experiencing bradycardia and desaturation event and it was noted that water was in the bellows and on the floor after water bottle was changed earlier in the day".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "rn's were tending to patient who was experiencing bradycardia and desaturation event and it was noted that water was in the bellows and on the floor after water bottle was changed earlier in the day". Per the facility "the respiratory therapist changed the circuit and the patient was manually ventilated as the patient was removed from the circuit". Per the facility "all believe the lavage created by the water caused the medical event (desaturation/bradycardia)". Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.